Manufacturer narrative:
This report is submitted on september 19, 2017, (B)(4).

Event description:
Per the clinic, the patient was admitted to hospital on (B)(6) 2017, due to skin overgrowth and infection at the implant site. During the hospital admission, the patient was treated with IV antibiotics.

Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2017. The reported adverse event is associated with a product that was not returned, or was not made available for analysis. The manufacturer investigation was based on the available clinical information. The reported issue is a known medical complication and no specific device analysis is deemed necessary at this time. (B)(4).